Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the wires of the small grasping retractor instrument were fraying and coming out of the distal end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the small grasping retractor instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.